Manufacturer narrative:
Additional phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade ii/iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported left side "contracture baker grade ii/iii". Device remains implanted.

Event description:
Healthcare professional reported left side "contracture baker grade ii/iii". Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Yellow particles observed in the surface of the shell. Red particles observed in the surface of the shell.

Event description:
Device has been explanted.